Event description:
It was reported that during a low anterior resection procedure, the device transected without stapling with the second reload on the third firing. Sutures were used to complete the staple line and the pt received a colostomy. The colostomy was performed, because the bowel was leaking out and they were low in the pelvis.